Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The pump was returned to (B)(4) for evaluation. The pump was disinfected, then a visual inspection was performed on the pump. The visual inspection was to identify any items that could have attributed to the complaint condition. No issues were identified during the visual inspections. An inspection of the centrifugal pump rotor was performed by using a rotaflow drive. The pump was placed into the drive and an abnormal strong imbalance of the rotor was identified. Therefore, the complaint for abnormal sound was confirmed because, the abnormal strong imbalance of the rotor created the noise. The pump housing was then opened and investigated. The investigation identified that the magnet segments were arranged incorrectly. The investigation concluded that the cause of the problem is related to a human error during the manufacturing process of the rotor. Reference: (B)(4).

Event description:
On (B)(6) 2012, at (B)(6) general hospital, bo-rf-32-j, rotaflow centrifugal pump with softline coating (lot number 70072963), when the flow rate was increased, an abnormal noise and vibration was identified. The rotating speed was set to zero and bo-rf-32-j was rotated and the issue still remained. Reference: complaint (B)(4).